Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to pull out multiple products enoxaparin 30 mg and enoxaparin 80 mg, as they were grayed out, even though both were loaded in the sicu machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.